Event description:
A 71 yr old female underwent hysterectomy (tah & b50) and removal of breast implant. Pca orders given. Loading dose of demerol 30 mg. Pca dose then 20 mg-lockout interval 6 min. A pump was used. Recovery room nurse apparently must have programmed pca dose as 200 mg. She thought she saw 20 mg. Subsequently pt dosed herself with the 200 mg and became obtunded and started to have periods of apnea. Pt needed stimuli and bagging. She was given narcan x 3 and then became more responsive. There was no actual respiratory arrest.